Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was 250 mg/dl at the time of the incident. Troubleshooting was done for insulin flow blocked alarm. The customer stated that they tried all remedies. The customer was advised to replace the insulin pump and to retrieve and save settings and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.